Manufacturer narrative:
(B)(4). The lead was taken by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to secure a position in the coronary sinus that provided pacing in any vector. The lead was explanted and replaced. The lead is on longer in service. No additional adverse patient effects were reported.